Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Investigation results: visual investigation - the sealing unit arrived in a decontaminated condition and was available for investigation. The other parts were not available. We made a visual inspection of the product and detected that a part of the sealing unit was demolished. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (4(5) severity x 1(5) probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: according the quality standard a material defect and a production error can most probably be excluded. There are no hints of pre damaged or something similar. Investigation leads to the assumption that the cause for the mentioned deviation was caused by an improper inserting of the instruments into the trocar. If the instrument was inserting open or carless into the trocar, there is the possibility that the sealing unit tear. Furthermore, according the instruction for use (IFU) the following points must be observed: application - risk of injury and/or malfunction - prior to each use, inspect the product; risk to patients due to inappropriate application -prior to insertion of trocar into patient, prepare the abdominal pneumoperitoneum, e.g. With a veress cannula; malfunction due to incompatible instruments - check for mutual compatibility of the trocar system and instruments. To do this, carefully insert the instrument into the trocar anc check for patency. Please see IFU for further points. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably usage-related. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submit in a supplemental report.

Event description:
It was reported that there was an issue with product sealing unit. According to the complaint description, it was reported that after laparoscopic surgery, the nurse noticed that a trocar was broken. The damaged parts were not found. It may have remained in the patient's abdominal cavity. The broken pice of the trocar was located in the patient's body in the post-operative period as a result of CT scan test. The adverse event / malfunction is filed under aag reference (B)(4).